Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding product identification which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was indicated due to loosening of the tibial tray; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to loosening of the tibial tray; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: event date; event description; date explanted.

Event description:
It was reported that patient underwent left total knee arthroplasty an on an unknown date where a competitor knee was implanted. A revision procedure was performed on (B)(6) 2012 to replace all product with biomet molds. A re-implantation procedure occurred on (B)(6) 2013 where a biomet custom knee was implanted as the patient has a nickel allergy and bone defects. A revision procedure was performed on (B)(6) 2014 due to pain and loosening of the tibial tray. The surgeon believes that the reason for the loosening was due to the patient's poor bone quality and failure at the bone-cement interface.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was indicated due to loosening of the tibial tray possibly due to lack of fixation; however, no revision procedure has been reported to date. Additional information noted patient underwent a knee procedure on (B)(6) 2013 due to a nickel allergy and a bone defect requiring a custom implant.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.